Event description:
The manufacturer received information alleging a trilogy 202 ventilator "does not work". There was no harm or injury reported. The device was not reported to be in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy 202 ventilator "does not work". There was no harm or injury reported. The device was not reported to be in patient use. Documentation at the factory authorized service center, notes that the quote expired, no work performed by philips. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.